Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was in intensive care unit on (B)(6) 2020 due to diabetic ketoacidosis and consumption of pork meat which he was allergic. Customer stated as the blood glucose was not coming down he started to vomit and was not able to hold anything down. Customer high blood glucose was treated with intravenous insulin infusion drip. Customer stated that he wasn't able to recollect if he was in auto mode. The insulin pump will not be returned for analysis.